Event description:
The pt alleges that he tested his blood glucose on suspect device and it would read high values. He took his insulin and did not eat because his blood glucose was reading so high. The pt states that at 1pm his blood glucose values were tested on suspect device and were high. He then retested his blood glucose on suspect device at 4:20pm and it was 176 mg/dl, and at 4:36pm it was 146 mg/dl, and again at 4:47 pm the result was 206 mg/dl. He passed out shortly after obtaining the last blood glucose value on his suspect device and his sister had to call the paramedics. When the paramedics arrived, they tested his blood glucose and it was 23 mg/dl. He was given an injection of d50 and taken to the hosp. At the hosp he was given d50, too. The customer ran glucose controls on suspect device and they were out of specifications.